Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2, h4. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that [no image] occurred due to communication failure caused by cable failure. Cause of cable failure could not be presumed. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the camera head, it had no image. The issue occurred during preparation for use in a therapeutic laparoscopic procedure. The patient was not under anesthesia. There was no patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.